Event description:
The patient reported the symptom of broken permanent tooth # 20 (lower left 2nd premolar). The patient did not report requiring any medical intervention to alleviate the reported symptom but the treating doctor is planning to extract the remaining tooth and place an implant. The patient did not report taking or being prescribed any medication to alleviate the reported symptom. The treatment has not been discontinued. The treating doctor did not consider the event was serious or life threatening to the patient.

Manufacturer narrative:
The aligners are not being evaluated (method) as the product performed in accordance to specifications (results, conclusion) and the device was used in accordance with labeled indications (results). No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the patient symptom of a broken permanent tooth. This event is being filed as an MDR since the patient reported the symptom of broken permanent tooth # 20 and invisalign system product was being used at that time.